Event description:
Resident found by staff with body between mattress and siderail in a "praying" position, knees on floor face and arms down on top of mattress. (Face down). On assessment was found to be without pulse or respirations.